Event description:
Caller reported a potential false negative troponin (tni) on the triage sob panel vs the lab analyzer, cobas roche. A male pt went to his family dr because of persistent symptoms for the last 14 days. Pt presented with shortness of breath. Dr collected blood which was sent to the external lab. Dr sent pt to the angiologist and internist (caller of complaint). Caller tested pt samples on the triage profiler sob. Triage tni resulted in 0.37. Caller thought that the pt was ok. However, lab test resulted in troponin t level of 0.212 ng/ml. Clinical diagnosis of pt was a heart attack. No add'l pt info provided. Lab (cobas roche) cut-off: tni = 0.005 ng/ml.

Manufacturer narrative:
Investigation pending.